Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was 9.8 mmol/l. Troubleshoot was performed and customer did not get a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and received second occurrence of replace battery now without a low battery warning. Customer checked history and found battery failed test. The pump will be received for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing. The insulin pump was received with missing serial number label.